Event description:
It was reported, the video system center had an image that was noisy and flickering due to a damaged printed circuit board. The issue was found at preparation for use for an unspecified endoscopic retrograde cholangiopancreatography procedure. The patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the image was noisy and flickering due to damaged printed circuit board. Olympus will continue to monitor field performance for this device.